Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse verified the alignments and functioning of the instrument. Quality controls were within acceptable range. A siemens technical application specialist (tas) and cse revisited the customer site. The cse found that the sample probe was tightly aligned to the bottom of the small sample container (ssc) cup and the sampler voltage was low. The cse also found that the primary tube for whole blood was not reaching the sample and the sample tube was hitting the heterogeneous module wheel. The cse corrected the alignments, addressed the pump panel and checked photometer voltages and filters. The tas went over sample handling and proper mixing. The customer was handling sample tube correctly. A siemens headquarters support center specialist reviewed the event data and determined that as the sampler voltage was outside the specification, the potential cause of the issue was sample mixing by the sample probe. The tas stated that the issue with the sample probe alignment could occlude the aspiration of sample partially or could impair the mix of the ssc. The cause of the discordant, falsely elevated tac results on two patient samples is unknown. Siemens is investigating the issue. MDR 2517506-2018-00188 was filed for the same issue.

Event description:
Discordant, falsely elevated tacrolimus (tac) results were obtained on two patient samples on a dimension xpand plus with hm instrument. The discordant result for sample ID (B)(6) was reported to the physician(s), who questioned it. The discordant result for sample ID (B)(6) was not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The corrected result for sample ID (B)(6) and the repeat result for sample ID (B)(6) were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated tac results.

Manufacturer narrative:
The initial MDR 2517506-2018-00162 was filed on 16-mar-2018. Additional information (23-feb-2018): during a service visit on (B)(6) 2018, the siemens technical application specialist (tas) found that the sample mixer displayed mixing issues. The tas replaced the mixers and ultrasonic board after which the issue resolved. A siemens headquarters support center (hsc) specialist reviewed the instrument data which showed evidence of insufficient sample mixing. The hsc specialist concluded that the combination of inaccurate probe alignments and sample mixing issues were the potential cause of the event. The improved sample delivery and mixing of patient samples will eliminate variants in hemoglobin readings that were causing the discordant results. Adverse event problem has been updated with conclusion code. Corrected information (21-mar-2018): manufacturer name, city and state has been updated with the correct legal manufacturing address. MDR 2517506-2018-00188_s1 was filed for the same issue.